Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent low glucose after meals while perceiving that the system was delivering too much insulin; review of device reports indicated inconsistent or absent meal announcements and possible incorrect meal size selection, and customer care guided the user through a factory reset and provided education on learning-phase best practices. Symptoms included shakiness with a lowest reported glucose of 68 mg/dl. Outcomes included self-treatment with oral carbohydrates and return of glucose to target without medical intervention. Investigation included review of usage data and real-time troubleshooting with a factory reset. Investigation of this case revealed suboptimal user inputs for meal announcements that likely contributed to postprandial hypoglycemia. It was concluded that the event was related to use error, with device function not confirmed to be defective. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.